Event description:
It was reported by the customer that a pyxis medstation es system device unexpectedly stopped responding and displayed a blue screen. The same issue was happening at least on or2, or3 and gi02 devices. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information; b3, b5, d1, d2, d5, d9, e2, e3, g6, and h2. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-sep-2022 to 10-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck at blue screen due to incorrect version of remote support service component manager and incorrect time zone configured on the system. The technical support specialist investigated and manually installed the correct version of remote support service component manager and also manually corrected time on the system to resolve. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system device unexpectedly stopped responding and displayed a blue screen during an active procedure and preventing user from accessing medications. The customer stated that there was a delay to patient care but no patient harm. The customer added that the required critical medications were delivered by the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system was stuck at blue screen due to incorrect version of remote support service component manager and incorrect time zone configured on the system. A technical support specialist investigated and manually installed correct version of remote support service component manager and also manually corrected time on the system to resolve. The system functioned as intended.